Event description:
It was reported an issue with novosyn suture. The client reported that the tip of the needle broke. The surgeon removed the needle after using the suture and noticed that the tip was broken. Reviewed with an x-ray machine, no anomalies were found. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. No samples available for analysis. Without closed samples and/or defective samples a proper analysis cannot be performed. Batch manufacturing record: needles tested during production had conforming bending strength and ductility performances. Needle bending strength test results are 4.991 nxcm in minimum and fulfilled the needle specifications of 3.8 nxcm in minimum. Reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.